Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage confirmed by ER') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("painful periods, horrible cramping"), adnexa uteri pain ("stabbing pain left ovary tube"), feeling abnormal ("brain fog"), inflammation ("inflammation"), abdominal distension ("bloating") and menorrhagia ("heavy menstrual cycle with clots"), was found to have a pregnancy with contraceptive device ("pregnancy with essure") and was found to have weight increased ("weight gain"). At the time of the report, the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, adnexa uteri pain, dysmenorrhoea, feeling abnormal, inflammation, menorrhagia, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: as reported: "not every menstrual cycle but quite a few brings horrible cramping (always the most sever on my left side) where I can't move or breathe and huge blood clots). Recent miscarriage (pregnancy tests confirmed by ER, and blood drawn a few days later confirmed miscarriage) makes me believe that some if not all of the painful cycles were actually miscarriages which is truly scary. Off cycle I get brief stabbing pain on the left side, weight gain, brain fog, inflammation and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive at ER (emergency room); on an unknown date: . Concerning the injuries reported in this case, the following one/ones were received via social media: abortion spontaneous; menorrhagia; dysmenorrhoea; adnexa uteri pain; weight increased; feeling abnormal; inflammation; abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage confirmed by ER') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included parity 3. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("painful periods, horrible cramping"), adnexa uteri pain ("stabbing pain left ovary tube"), feeling abnormal ("brain fog"), inflammation ("inflammation"), abdominal distension ("bloating") and menorrhagia ("heavy menstrual cycle with clots"), was found to have a pregnancy with contraceptive device ("pregnancy with essure") and was found to have weight increased ("weight gain"). At the time of the report, the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, adnexa uteri pain, dysmenorrhoea, feeling abnormal, inflammation, menorrhagia, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: as reported: "not every menstrual cycle but quite a few brings horrible cramping (always the most sever on my left side) where I can't move or breathe and huge blood clots). Recent miscarriage (pregnancy tests confirmed by ER, and blood drawn a few days later confirmed miscarriage) makes me believe that some if not all of the painful cycles were actually miscarriages which is truly scary. Off cycle I get brief stabbing pain on the left side, weight gain, brain fog, inflammation and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive at ER (emergency room); on an unknown date. Concerning the injuries reported in this case, the following one/ones were received via social media: abortion spontaneous; menorrhagia; dysmenorrhoea; adnexa uteri pain; weight increased; feeling abnormal; inflammation; abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality-safety evaluation of ptc. Addition: events added: "pregnancy with contraceptive device" and device ineffective. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage confirmed by ER') in a female patient who had essure (batch no. Unk) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), menorrhagia ("heavy menstrual cycle with clots"), dysmenorrhoea ("horrible cramping"), adnexa uteri pain ("stabbing pain left ovary tube"), feeling abnormal ("brain fog"), inflammation ("inflammation") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The reporter considered abdominal distension, abortion spontaneous, adnexa uteri pain, dysmenorrhoea, feeling abnormal, inflammation, menorrhagia and weight increased to be related to essure. The reporter commented: as reported: "not every menstrual cycle but quite a few brings horrible cramping (always the most sever on my left side) where I can't move or breathe and huge blood clots). Recent miscarriage (pregnancy tests confirmed by ER, and blood drawn a few days later confirmed miscarriage) makes me believe that some if not all of the painful cycles were actually miscarriages which is truly scary. Off cycle I get brief stabbing pain on the left side, weight gain, brain fog, inflammation and bloating. Concerning the injuries reported in this case, the following one/ones were received via social media: abortion spontaneous; menorrhagia; dysmenorrhoea; adnexa uteri pain; weight increased; feeling abnormal; inflammation; abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.